Manufacturer narrative:
Section e1: (B)(6). Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint experience, the low speed events appeared to be consistent with potential driveline wire compromise. The submitted log file was dated (B)(6) 2024 and contained events from day 1172 through day 1187, per the timestamps. The file captured low speed events on day 1177, while the system was connected to the power module, which were accompanied by low speed advisory/hazard and low flow alarms. It was noted that these events were captured 10 days prior to 23jan2024 (day 1187), which is consistent with the patient's report of alarms on 13jan2024. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for vad-62491 and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of the low speed was not identified. The patient was hospitalized and provided with follow-up care. The low speed resolved. Driveline damage was not confirmed.

Event description:
It was reported that the patient heard an alarm sound on (B)(6) 2024. The patient did not appear to have any symptoms at the time. During the patient's regular outpatient appointment on (B)(6) 2024, the facility found a history on the system monitor that suggested driveline damage. Log files captures speed drops below the low speed limit. Driveline damage was suspected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.